Event description:
The customer reported that after several hours of infusion, they observed a leak in the tubing at the female luer antisiphon valve.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of a cracked female luer was confirmed. Visual inspection of the set noted a hairline crack to the female luer at the backcheck valve line. No other damage or any anomalies were noted. Pressure testing was performed; fluid was noted leaking from the crack. The root cause of the customer¿s report could not be determined.